Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed calcium on the architect c4000 processing module for two patients that were not reported out of the laboratory. The following results were provided (reference range: calcium 8.4-10.2 mg/dl): initial calcium result= 3.9 mg/dl; repeat result= 8.7 mg/dl. Initial calcium result= 3.2 mg/dl; repeat result= 9.2 mg/dl . There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including replacement of the bellows set, incl rod & fitting (rohs) and emptying of the degasser. The fsr replaced the bellows set, incl rod & fitting (rohs) which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic calcium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues for discrepant results as described in this complaint. Additionally review of complaint and trending data associated with the bellows set, incl rod & fitting (rohs) (2-89055-02) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the bellows set, incl rod & fitting (rohs) was identified.

Event description:
The customer observed falsely depressed calcium on the architect c4000 processing module for two patients that were not reported out of the laboratory. The following results were provided (reference range: calcium 8.4-10.2 mg/dl): initial calcium result= 3.9 mg/dl; repeat result= 8.7 mg/dl. Initial calcium result= 3.2 mg/dl; repeat result= 9.2 mg/dl . There was no impact to patient management reported.